Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 343 mg/dl, 164 mg/dl, 173 mg/dl, 251 mg/dl, and 141 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.